Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with scd pump. The customer states at the time of inspection, the ground of scd response cord was found broken. There was no pt involvement.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.